Event description:
A right heart catheterization was performed to confirm the validity of the pressure sensor readings. It is unknown if the sensor was recalibrated at the time of the procedure. On (B)(6) 2024 a backend sensor recalibration was performed at the request of the healthcare provider. The mean was decreased by 17 mmhg. Readings were observed under the manufacturer's patient care network database.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device analysis results are available because the device remains implanted. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.